Event description:
The lead was explanted due to delivery of inappropriate shocks due to sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was confirmed and was due to a fractured pacing coil. The fracture was due to fatigue.